Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. No further details are given. The customer treated high blood glucose with manual injection. The customer states pump receives low battery alert and changing the battery does not fix the problem. The customer was assisted with trouble shooting. The pump will be replaced. The pump will return for analysis.

Manufacturer narrative:
Findings: pump passed prime test, excessive no delivery test, self test and unexpected alarm error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no low battery alert or weak battery alarm noted. Pump received with cracked battery tube thread, corroded battery tube, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case reservoir tube window corners, cracked reservoir tube window, stained end cap sticker and minor scratches on display window noted.